Event description:
The hcp reported that since implant, there have been problems with the pump; the problems were not specified. A rotor study and dye study were done (dates not reported) and the pump was found to be "faulty". Further troubleshooting was being considered. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.